Event description:
It was reported that upon fixation, the novel leadless pacemaker (lp) changed orientation, indicating microdisldogement. The capture threshold was noted to become inadequate due to the microdislodgement. The lp was not used to complete the procedure on (B)(6) 2025. There were no patient consequences.